Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The device was put through debug and final testing without duplicating the report. The customer's report was observed during review of the device data logs. Analog board replacement is required to resolve the issue, but the device will not be repaired due to cost. It will be retained for training purposes. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed the self-test and displayed an "ECG fault 3" message. Complainant indicated that there was no patient involvement in the reported malfunction.